Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 419 mg/dl at the time of the incident, his current blood glucose is 333 mg/dl. On (B)(6) 2017 the blood glucose was at 126 mg/dl in the morning , and got to 215 mg/dl. The customer was treated with bolused. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer experienced symptoms such as nausea and abdominal. The customer was assisted with troubleshooting, the drive support cap appears normal, air bubbles are present along the tubing length. The customer was advised they are sending few set and serter. The insulin pump will not be returned for analysis.